Manufacturer narrative:
(B)(4). Additional pro-code - jey. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a removal of k wire from a bone due to a temporary fixation, the wire broke and part of it was left in tibia. There was no surgical delay. Procedure was successfully completed. Patient outcome is unknown. Concomitant device reported: unknown extraction instrument (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) devices. This report is 1 of 1 for pc-(B)(4).